Manufacturer narrative:
A product investigation was completed: our investigation shown that one leaf spring is broken off. The cutting etches are worn. There were also some spots detected, perhaps from the sterilization process. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. We are not able to determine the exact cause of this occurrence as no detailed clinical information is provided. Due to the wear and tear signs, we conclude that the cause of failure is not due to any manufacturing non-conformances. It is likely that a mechanical overload situation during use lead to the complained issue. Further investigation has shown that this instrument was manufactured in may 2009. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 13 may 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate cutter broke when they start to cut a plate. It was reported there was no extra time for the surgery; the cutter could be used anyway. All broken parts were retrieved from patient's body; there was no reported patient harm. This is report 1 of 1 for (B)(4).